Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made ware.

Event description:
It was reported that the patient was experiencing pain due to inadequate stimulation and that the ipg would no longer charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device and patient was doing well postoperatively with no complications. The explanted ipg will not be returned due to facility.